Event description:
End user reported that he was driving his m51p power chair outside of the library and hit a curb causing the chair to tip over. User was still partially in the chair when it tipped, chair went on his left elbow. User states there was a scrape and it was bleeding, a library worker bandaged him up. No alleged malfunction of the product.